Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 02/24/2024, it was reported that the patient was at home without any symptoms and the cgm reading was 230 mg/dl, and the patient gave himself an insulin bolus but could not remember what the dosage was. No fingerstick was taken at that moment and around 4 to 5 hours later, the patient became incoherent, ¿crashed¿ and an ambulance was called by a friend. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 34 mg/dl, no cgm reading was reported from that moment. The patient was treated with intravenous treatment by the paramedics, was given a shot in the right arm (most likely a glucagon injection), and oral glucose. The patient was brought to the emergency room and stayed there for 9 hours. A fingerstick was taken before going home but the patient could not remember what the fingerstick versus the dexcom reading was at that moment. The patient was unsure if he lost consciousness during the event but stated that he did not remember being put on a stretcher and being brought to the emergency room. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.